Event description:
The patient's implant was explanted due to infection.

Manufacturer narrative:
During removal of the implant, the surgeon cut wires to the paddle lead. Paddle lead was left implanted by the surgeon.